Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
Additional information received: no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The bottom seal broken but the plunger seal was still intact. The top and bottom cases were filled with contamination, including all the boards. The top case was cracked on the corners and the bottom case gasket was broken. A primary audible alarm post message was observed in the event history log. The alarm occurred due the contamination on the interconnect board. The contamination was caused by the user. This was established as the root cause (user issue). The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the medfusion pump had system failure. No patient injury or complications were reported in relation to this event.